Event description:
The customer stated that she has been experiencing high and low blood glucose levels. The reported blood glucose reading at the time of the call was 346 mg/dl. The customer stated that she is in the hospital to have eye surgery, but due to her high blood glucose, they could not proceed with the surgery. Troubleshooting was performed. The time and date were programmed correctly, but the customer didn't know if the basal rates were correct. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer did state that the hospital staff was "messing" with the insulin pump. The customer became frustrating with all of the troubleshooting, and declined to go on. The customer's local representative was emailed, and was informed of the situation. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.